Event description:
Customer reported that an 840 ventilator was not delivering pre-set oxygen flow properly. Device was being used on a patient when event occurred. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the oxygen (o2) sensor. The customer reported that the o2 sensor was replaced. The device passed performance verification test (pvt) covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).